Event description:
The following information was reported to gore: on (B)(6) 2024, this patient underwent an emergent endovascular treatment for an abdominal aortic aneurysm rupture into the inferior vena cava using gore® excluder® aaa endoprosthesis. It was a plan to land distal end of stent grafts to common iliac arteries on both sides. Upon deployment of the proximal trunk of a trunk - ipsilateral leg endoprosthesis (rlt311413j), the device moved distally and landed about 1cm distal to the intended location. The physician tried to reposition the device by constraining its proximal end and pushing up the device, but was unsuccessful due to severe tortuosity of the aorta. While deploying the ipsilateral leg of rlt311413j, the physician pushed up the device, however, the distal end of device landed on the right external iliac artery (eia). As a result, the right internal iliac artery (iia) was partially covered and its blood flow was found to have decreased. Subsequently, a contralateral leg endoprosthesis (plc201000j) was delivered from patient's left side. An angiography for the treatment site was performed during which plc201000j was found to be 3cm longer than required treatment length. The physician deployed plc201000j while pushing up the device, however, the distal end of device landed on the left eia and completely covered the left iia. No additional treatment was performed to treat the coverage of both iias. The patient tolerated the procedure.

Manufacturer narrative:
H.6:investigation findings code c19: a review of manufacturing records verified that the lot involved in this complaint met all pre-release specifications. H.6: type of investigation: code b20: the device remains implanted and was therefore not available for engineering evaluation. H.6.: investigation conclusions: d12 and d1102: according to the gore® excluder® aaa endoprosthesis instructions for use, adverse events that may occur and/or require intervention include, but are not limited to, endoprosthesis or delivery system: improper component placement, component migration. Ilio-femoral access vessel size and morphology (minimal thrombus, calcium and / or tortuosity) should be compatible with vascular access techniques and accessories of the delivery. Incorrect deployment or migration of the endoprosthesis may require surgical intervention w. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.